Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6)2025, it was reported by insulet that the patient's fingerstick glucose reading was 40 mg/dl, while his egv was 70 mg/dl. This issue persisted for two weeks, with "readings" ranging from 40 to 60 mg/dl, including a confirmed value of 50 mg/dl; the source of the reported range remains unclear. Due to the ongoing issue, the customer went to the emergency room with symptoms including excessive sweating, shakiness, and visual disturbances. He was diagnosed with hypoglycemia and treated with carbohydrates. Per a call to patient, the was also given fluids. The patient remained under observation for 4¿5 hours before being discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.